Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels up to 400 mg/dl. The customer reported that although she administered an extra bolus via the pump the high levels did not decrase. The customer had an appointment with the diabetologist, which measured a blood glucose level of over 600 mg/dl, and the customer had ketone bodies in blood and urine. The diabetologist made the customer to drink 2 liter of water right away, which lowered the blood glucose level a bit. Then the diabetologist administered boli via the pump (5 insulin units), of which the customer only received about 2 units. The diabetologist advised the customer to use pen and not to use the pump anymore. After turning to pen injections, the customer is in normoglycemia.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.